Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report stated that the patient¿s system was explanted. The report indicated that the patient passed away; however, the system was explanted on (B)(6) 2020 and patient did not pass until (B)(6) 2020. Analysis was requested for warranty purpose. Report stated the ipg had been flipping in the pocket and that the patient passing was not related to scs system. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities, and passed all tests on the ate.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was explanted due to the ipg flipping in the pocket causing the leads to twist.